Event description:
After drawing blood, phlebotomist pushed up on pink shield on eclipse needle and shield broke resulting in a fingerstick. Phlebotomist received treatment in e.r. And was tested and took medication.